Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker (pg) was admitted to the hospital for an unrelated hemodynamic procedure. During the procedure, the patient went into ventricular fibrillation (vf)/cardiac arrest and was rescued by multiple external shocks and cardiopulmonary resuscitation. Afterwards, loss of capture on the right ventricular (rv) lead was observed. Backup pacing was also not effective. The physician implanted a temporary pg to rescue this pacemaker-dependent patient. Eventually all parameters improved until the temporary pg could be removed. The patient was closely monitored, and the parameters were checked multiple times and remained stable and in range. In the meantime, the physician asked for technical services (ts) for device data analysis and troubleshooting suggestions. In the coming days other tests will be performed to ensure patient safety. No additional adverse patient effects were reported, and this pacemaker remains in service. Ts reviewed available device data, noting pacing capture has to be verified through a surface electrocardiogram (ECG). Ts also observed some noise in the data. As such, troubleshooting of both the right atrial (ra) and right ventricular (rv) leads was recommended in order to exclude lead impairment before discharging the patient. Data was also sent us engineers for further analysis. Engineering analyzed the device data and concluded that pg operation appears normal, as there have been successful auto threshold measures after the shock and power consumption appears unchanged. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker (pg) was admitted to the hospital for an unrelated hemodynamic procedure. During the procedure, the patient went into ventricular fibrillation (vf)/cardiac arrest and was rescued by multiple external shocks and cardiopulmonary resuscitation. Afterwards, loss of capture on the right ventricular (rv) lead was observed. Backup pacing was also not effective. The physician implanted a temporary pg to rescue this pacemaker-dependent patient. Eventually all parameters improved until the temporary pg could be removed. The patient was closely monitored, and the parameters were checked multiple times and remained stable and in range. In the meantime, the physician asked for technical services (ts) for device data analysis and troubleshooting suggestions. In the coming days other tests will be performed to ensure patient safety. No additional adverse patient effects were reported, and this pacemaker remains in service. Ts reviewed available device data, noting pacing capture has to be verified through a surface electrocardiogram (ECG). Ts also observed some noise in the data. As such, troubleshooting of both the right atrial (ra) and right ventricular (rv) leads was recommended in order to exclude lead impairment before discharging the patient. Data was also sent us engineers for further analysis. Engineering analyzed the device data and concluded that pg operation appears normal, as there have been successful auto threshold measures after the shock and power consumption appears unchanged. Additional information received indicates the patient underwent a revision procedure, and their pacemaker system was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system, and the old lead was abandoned. No other adverse patient effects were reported. No additional information has been provided, including the replacement procedure data or if the explanted device will be returned for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker (pg) was admitted to the hospital for an unrelated hemodynamic procedure. During the procedure, the patient went into ventricular fibrillation (vf)/cardiac arrest and was rescued by multiple external shocks and cardiopulmonary resuscitation. Afterwards, loss of capture on the right ventricular (rv) lead was observed. Backup pacing was also not effective. The physician implanted a temporary pg to rescue this pacemaker-dependent patient. Eventually all parameters improved until the temporary pg could be removed. The patient was closely monitored, and the parameters were checked multiple times and remained stable and in range. In the meantime, the physician asked for technical services (ts) for device data analysis and troubleshooting suggestions. In the coming days other tests will be performed to ensure patient safety. No additional adverse patient effects were reported, and this pacemaker remains in service. Ts reviewed available device data, noting pacing capture has to be verified through a surface electrocardiogram (ECG). Ts also observed some noise in the data. As such, troubleshooting of both the right atrial (ra) and right ventricular (rv) leads was recommended in order to exclude lead impairment before discharging the patient. Data was also sent us engineers for further analysis. Engineering analyzed the device data and concluded that pg operation appears normal, as there have been successful auto threshold measures after the shock and power consumption appears unchanged.